Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected alarms were noted during testing. The pump delivered properly all boluses programmed during testing. However, an unexpected motor noise was noted during the rewind due to a faulty motor. The pump was received with a fading serial number label. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the drive support cap was making a strange noise while inserting a reservoir. The customer's blood glucose was unknown at the time of incident. The customer performed self-test but the customer stated that the insulin pump went off during the test. The insulin pump will be returned for analysis.